Manufacturer narrative:
(B)(4). Device evaluated by manufacturer. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned in two segments. A visual and tactile examination of the returned device revealed that the core wire was fractured 42cm from the proximal end. Kinks were located at 132.4cm, 134.5cm and 135cm from the distal end. The outside diameter of the guide wire was measured and found to be within specification. Sem analysis of the distal and proximal fracture sites exhibited evidence of compression and tension characteristic of a bending event. Elongated dimple ruptures were observed on the fracture surface in a tear direction. No material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a guide wire fracture occurred. The patient presented with stable angina pectoris. Vascular access was obtained via the femoral artery. The 85% stenosed lesion was located in the non-calcified and moderately tortuous proximal left anterior descending (lad) artery. The lesion is 10mm in length, the vessel diameter is 4.0mm and contains a >45 and <90 degree bend. The lesion is concentric in shape and dev novo. A jl4 6fr guide catheter was inserted and the physician advanced the 182cm pt graphix guide wire across the lesion.. The lesion was pre-dilated and the residual stenosis was 70%. A 4.0mm x 12mm liberte stent was implanted in the lad. When the physician withdrew the pt graphix guide wire from the patient it was noted that the wire had fractured. Approximately 90cm of the detached distal segment remained inside the guide catheter. The physician removed the detached pt graphix guide wire fragment and the guide catheter as a unit. The physician completed the procedure with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure a guide wire fracture occurred. The patient presented with stable angina pectoris. Vascular access was obtained via the femoral artery. The 85% stenosed lesion was located in the non-calcified and moderately tortuous proximal left anterior descending (lad) artery. The lesion is 10mm in length, the vessel diameter is 4.0mm and contains a >45 and <90 degree bend. The lesion is concentric in shape and dev novo. A jl4 6fr guide catheter was inserted and the physician advanced the 182cm pt graphix guide wire across the lesion.. The lesion was pre-dilated and the residual stenosis was 70%. A 4.0mm x 12mm liberte stent was implanted in the lad. When the physician withdrew the pt graphix guide wire from the patient it was noted that the wire had fractured. Approximately 90cm of the detached distal segment remained inside the guide catheter. The physician removed the detached pt graphix guide wire fragment and the guide catheter as a unit. The physician completed the procedure with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a guide wire fracture occurred. The patient presented with stable angina pectoris. Vascular access was obtained via the femoral artery. The 85% stenosed lesion was located in the non-calcified and moderately tortuous proximal left anterior descending (lad) artery. The lesion is 10mm in length, the vessel diameter is 4.0mm and contains a >45 and <90 degree bend. The lesion is concentric in shape and dev novo. A jl4 6fr guide catheter was inserted and the physician advanced the 182cm pt graphix guide wire across the lesion. The lesion was pre-dilated and the residual stenosis was 70%. A 4.0mm x 12mm liberte stent was implanted in the lad. When the physician withdrew the pt graphix guide wire from the patient it was noted that the wire had fractured. Approximately 90cm of the detached distal segment remained inside the guide catheter. The physician removed the detached pt graphix guide wire fragment and the guide catheter as a unit. The physician completed the procedure with a different device. No patient complications were reported and the patient's status is stable.